Event description:
On july 26, 2021, the patient¿s neighbour contacted lifescan (lfs) USA alleging that the patient¿s onetouch verio flex meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after the medical surveillance specialist (mss) reviewed the call. The reporter informed the cca that the product issue started approximately a week prior to the call to lfs at 11:15 pm. The reporter stated that the patient¿s meter was giving inaccurate high readings and the subject meter displayed a blood glucose reading of ¿300 mg/dl¿. The patient usually manages her diabetes with oral medication (janumet ¿ 2 to 3 pills per day) and the reporter denied that the patient made any changes to her usual diabetes management regimen. At an unspecified time after the alleged issue occurred, the patient developed symptoms of feeling ¿sick to her stomach and sweating profusely¿. On the call the reporter stated that the patient¿s ¿sugar had dropped¿ and got really ¿low¿. Around 11:30 pm the ambulance arrived, and the paramedics treated the patient with glucose pills and a peanut butter and jelly sandwich. No other blood glucose readings have been reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have a control solution available to test the subject meter. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion after using the product and the subject meter could not be ruled out as a cause or contributor to the event.